Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-operative check prior to a routine device upgrade to a cardiac resynchronization therapy pacemaker (crt-p), this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition for less than 2 seconds of asystole. The noise was suspected to be environmental as all lead diagnostics were noted to be stable and within normal limits. The device was explanted and upgraded to a crt-p as planned and the lead was surgically abandoned and replaced during the procedure. No adverse patient effects were reported.